Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.

Event description:
Title: the advantages and safety of ultrasound-guided infusion port implantation via axillary vein. The aim of this study was to assess the safety and clinical applications of ultra sound-guided infusion port implantation via axillary vein. 40 patients, 15 patients underwent implantation of a tivap via the left axillary and 25 patients underwent right axillary vein. Fifty patients who underwent puncture of the right internal jugular vein and indwelling of a tivap during the same period were recruited as controls. Vicryl (eth) sutures was used for skin closer. Reported complications: vicryl (eth), study group (n=40), catheter-related thrombosis (n=1), treatment: not reported, catheter-related infection (n=1), treatment: not reported, control group (n=50), infection (n=1), treatment: not reported, pneumothorax (n=1), treatment: not reported, arterial injury (n=2), treatment: not reported. In conclusion, transaxillary vein ultrasound-guided implantation of a tivap is a low-risk, high-efficiency procedure with low rate of complication.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: ann vasc surg. 2025 sep;118:161-168. Https://doi.org/10.1016/j.avsg.2025.05.004 epub 2025 may 20. Pmid: 40398810.